Event description:
The micro reciprocating saw was sent for evaluation due to overheating. No further info was provided by the user facility.

Manufacturer narrative:
Corrosion was noted within the device. Follow up for additional info is progress. Additional info will be submitted if it is available.